Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with artificial urinary sphincter replacement (aus). The device was still working, but due to some thinning of the urethral tissue under the cuff (urethral atrophy) the patient was experiencing some recurring incontinence. The patient underwent aus replacement surgery. There were no further patient complications.